Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion behavior. A decrease of 34% to 16% in the estimated battery longevity was observed between follow-up visits. Technical servies were consulted and determined that this device is exhibiting premature battery depletion. It was noted that therapy delivery is currently unaffected. Due to this anomaly, device replacement was recommended within 90 days. During this time, the device will be able to provide 6 shocks without exceeding a charge time of 15 seconds. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion behavior. A decrease of 34% to 16% in the estimated battery longevity was observed between follow-up visits. Technical servies were consulted and determined that this device is exhibiting premature battery depletion. It was noted that therapy delivery is currently unaffected. Due to this anomaly, device replacement was recommended within 90 days. During this time, the device will be able to provide 6 shocks without exceeding a charge time of 15 seconds. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned, and technical analysis has been completed.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion behavior. A decrease of 34% to 16% in the estimated battery longevity was observed between follow-up visits. Technical servies were consulted and determined that this device is exhibiting premature battery depletion. It was noted that therapy delivery is currently unaffected. Due to this anomaly, device replacement was recommended within 90 days. During this time, the device will be able to provide 6 shocks without exceeding a charge time of 15 seconds. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: this device was explanted and replaced and is expected for return. No additional adverse patient effects were reported.